Manufacturer narrative:
Medwatch sent to FDA on 10/07/2015. The product associated with this report will not be returned. Additional information regarding lot number of the device was requested of the reporter, reporter stated that it was unknown. Device labeling addresses the reported event as follows: pouch calibration: after decompression is completed and all air and fluids removed, the balloon attached to the tube is inflated with 15-25 cc of air or saline and drawn up to the cardia. Do not overinflate the balloon as this could rupture and cause damage to surrounding tissues. The bulge created by the balloon can be seen and a visible boundary is established for gastric dissection, band placement or staple resection. After gastric dissection, band placement or staple resection, the balloon is deflated and the catheter is removed. The surgical procedure is then completed using standard techniques.

Event description:
Reported as: the calibration tube was being used during a sleeve gastrectomy. While the tube was inflated, the nurse anesthetist pulled the device to take it out, and this caused a tear in the esophagus because the balloon was still inflated. The physician repaired the tear by placing a couple of sutures. Reporter stated "this was not a product problem, and to date there have been no bad outcomes for the patient due to this event."